Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2000 at a retail vendor. The consumer sought medical attention 2 weeks later for infection at the piercing site. The consumer was prescribed antibiotics. The next month, the consumer again sought medical attention and was admitted to the hosp the next day where incision and drainage of the piercing site was performed and i.v. Antibiotics were administered. The consumer was released two days later.